Manufacturer narrative:
(B)(4): it was documented on february 19, 2016 that the complainant part was received for evaluation on february 15, 2016. The date has been updated in the associated field. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. (B)(4)a review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). The patient¿s exact weight was reported as (B)(6). Date of postoperative hardware breakage and non-union is unknown. This report is for two (2) unknown tubular locking compression plates (lcp). Without valid part and lot numbers, the udis are not available. The original implant procedure was performed on an unknown date in (B)(6) 2015. The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. Investigation could not be completed and no conclusion could be drawn as no devices were returned. Without lot numbers, the device history record reviews could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was completed on (B)(6) 2016 due to non-union and device breakage. The original injury was reported as a distal tibia fracture and was treated in (B)(6) 2015. The following implants were removed: 2.7/3.5mm variable angle (va) locking compression plate (lcp) anterior lateral distal plate, 2.7mm locking screws, and two (2) tubular lcp plates (one on the fibula and one on tibia). The va-lcp plate, which was removed intact, had migrated due to the breakage of four (4) to six (6) of the 2.7mm locking screws. It was suggested that the plate migration led to a shortening of the bone resulting in a limited range of motion at the site of the fracture. Both of the tubular plates were found to be broken near the open holes. An additional revision procedure (ankle fusion) is planned for an unknown date. The patient is currently being treated with a soft boot until the revision occurs. No surgical delay was reported and no additional surgical intervention was required. This report is for two (2) unknown tubular locking compression plates (lcp). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (lcp one-third tubular plate with collar 10 holes/117mm, part number 241.401, lot number 7053300). The received one-third tubular plate was found to have fractured, near the mid-point, with the fractured centered on an unoccupied screw hole. The one-third tubular plates are noted in the compact ankle fracture system per the technique guide for the treatment of syndesmotic repair and medial malleolus fractures. The one-third tubular plates are commonly utilized for distal fibula fractures that result in a fixed ankle construct. The most recent drawing from the time of manufacture was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A review of the device history record (DHR) revealed one nonconforming report (nc) was written on the lot of lcp one-third tubular plate with collar 10 holes/117mm (lot 7053300). This nc was written for 6 parts having scratches and marks. The quality engineer inspected the 6 parts for this cosmetic issue and scrapped 3 of the parts and determined 3 of the parts were conforming. This non-conformance would not contribute to the complaint condition. No other complaint related anomalies are documented. The DHR shows this lot of lcp one-third tubular plate with collar 12 holes/141mm was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed one ncr written against this lot of material for draw marks along one side of the material. The quality engineer released these parts as they were deemed acceptable per process test xte03282 which revealed that the draw marks would be removed from the material during the manufacturing process. Due to the fact that the nonconformance was for cosmetics and would not affect the finished product, this ncr had no adverse effect on this complaint. The complaint condition was confirmed. A definitive root cause could not be determined as many variables can contribute to non-union and implant failure post-operatively. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 7 for (B)(4).